Event description:
In 2001, the customer reported the patient's settings had just been changed on the ventilator by the respiratory therapist, who was bedside in the patient's room, when they reported the ventilator powered down with no alarms. The therapist removed the patient from the ventilator, and reported there was no patient harm. The therapist reported they later turned the power switch of the ventilator off and back on and the ventilator powered up successfully. The customer reported the therapist performed a short self test (55%) on the ventilator, and the ventilator was put back on the pt. The customer reported the ventilator operated properly after that alleged event. The manufacturer was contacted one week later regarding this alleged event, and dispatched a service technician to evaluate and test the ventilator.